Event description:
It was reported that the device had a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D9: device received on 29-oct-2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional were performed, and a defective downstream occlusion (dso) sensor was found. Review of the event history log confirmed the customer reported issue. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.